Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgical procedure. It was reported that the extender splayed and a mini-open incision was made to break off the set screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.